Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient stopped charging their ipg as recommended. As such, the ipg became inoperable. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced, addressing the issue.